Event description:
Per mr. (B)(6) alleges that he was going up a ramp in the back yard, blacked out and next thing he remembers is that he was covered in blood and the chair was at the bottom of the ramp. He doesn't know how it threw him to the concrete.

Manufacturer narrative:
.